Event description:
The following is based on medical records provided by the pt: on (B)(6) 2012 - pt underwent repair of incisional hernia with the implant of two bard flat mesh. On (B)(6) 2012 - pt had a wound infection and underwent wound exploration. During this procedure one of the previously placed bard flat mesh was excised and noted to be unincorporated and floating freely. (Device 1). On (B)(6) 2012 - post operative visit pt's incision is noted to be healing nicely with no sign of recurrence. On (B)(6) 2013 - pt underwent diagnostic laparoscopy, lysis of adhesions, and excision of the other bard flat mesh (device 2). The operative report noted the mesh to have dense omental adhesions.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. This is a pt with a complex medical history who developed an incisional hernia following anterior lumbar fusion surgery. The defect was repaired with two bard flat mesh one of which was explanted one month later due to an infected wound. The mesh was found to be unincorporated and floating freely. Approx nine months later due to complaints of pain and a CT scan that was suggestive of a recurrence the pt underwent a diagnostic laparoscopy. The operative report notes separation and laterization of posterior abdominal wall with intact abdominal wall w/o evidence of a hernia. Omental adhesions to the mesh were noted and the mesh was excised. (See MDR-1213643-2013-00478). Following explant the pt continued to have complaints of pain which increased with movement and twisting. Her md noted "the pain appears to be unrelated to her surgical incision and more related where the pt's posterior abdominal wall defect is present." The pt was treated for infection. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the explanted mesh was not returned to davol for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.